Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract to penetrate tissue. The surgeon applied another instrument to continue the procedure. The hosp has reported that no pt injury occurred.